Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 600 mg/dl. The customer¿s current blood glucose value was 300 mg/dl. The customer treated with a pump. Troubleshooting was done for high blood glucose and under delivery. The customer states had an air bubble of 2 inches from the reservoir. Assisted customer with removing bubbles from tubing. The customer could not complete the troubleshooting. The insulin pump will not be returned for analysis.